Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During opening the sterile packing a hair was found in the packing. Replacement was used to complete the surgery.

Manufacturer narrative:
The reported event that silicone ii mcp implant size 30 (sterile packed) was alleged of 'contamination of the packaging' could be confirmed: a hair is glued with stickers on the inner box. Due to this deviation, an nc was opened to further investigate and to address this deviation. If any further information is provided, the investigation report will be updated.

Event description:
During opening the sterile packing a hair was found in the packing. Replacement was used to complete the surgery.